Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings: during testing, the vibratory tones were audible upon powering on the pump. Unrelated to the complaint, a visual inspection of the pump showed that the battery compartment and the battery cap had stripped threads. The cap was unable to fully tighten on to the pump. A power loss occurred during testing. The pump cover was removed and no damage or moisture corrosion was found to the internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was not vibrating when there was an alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.